Manufacturer narrative:
Result: siderail timing link and motion interrupt pan. Siderail cables.

Event description:
It was reported by service report that the head left side rail would not lock in position and both side rail cables needed to be replaced. The motion interrupt pan also needed to be replaced. No pt involvement or adverse consequences were reported.